Event description:
Additional information: x-rays of the percutaneous lead were unremarkable. A non-grounded patient cable was issued to the patient to use going forward.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed alarms were confirmed via the log file data provided by the account. A photograph provided by the account confirmed that rescue tape had been applied to a segment of the external portion of driveline. Log file (B)(4) contained data spanning from day 738 hour 9 minute 52 to day 741 hour 17 minute 27, per the timestamp. Multiple low speed alarms were recorded throughout the log file while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed alarms cannot be conclusively determined through this evaluation. The patient reported unspecified alarms 3-4 times in the early morning. The patient was not symptomatic at the time of the alarms, which were later identified as low speed alarms. The patient continued to incur low alarms with no specific torso movements and was ultimately placed on an ungrounded patient cable. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 5 years, 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced high powers. The patient hear some alarms 3-4 times early in the morning; however, it was not seen on the system controller or system monitor. The patient remained asymptomatic. The patient log file was submitted for review and showed twenty (20) low speed advisories. Speed drops were as low as 3790 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. No further information was provided.